Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe port smashed. No functional actuation testing could be performed due to the port smashed condition. The sample was then functionally tested for aspiration. The sample was found to be conforming for aspiration functional test. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming for aspiration, therefore an aspiration failure as described in the complaint was not confirmed. However, the smashed port could be a contributor factor of the reported aspiration failure at the time the reported event were observed. How and when the port became smashed cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming for aspiration and an exact root cause for the smashed port could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure of a probe (cutter) occurred during surgery. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.